Event description:
The pt was scheduled for a lt knee arthroscopy. The surgeon agreed to use a demonstrator linvatec fluid pump/tubing system in lieu of the 3m system. The linvatec product rep was present in the room during system set-up and the procedure. The knee was prepped and draped in usual manner, the tourniquet was inflated, and the joint was entered and distended using routine instruments and techniques. The pump pressure was set at 40-160 mm hg. The surgeon and the rep conferred during the procedure, but were unable to resolve the problem. The linvatec system was discontinued after approx 20 minutes and the case was completed with the 3m system. The case was completed with a total tourniquet time of 30 minutes. When the drapes were removed, the pt's knee was noted to be "tight and swollen" from above the knee to mid-calf, with a "dusky" coloration. No pulses were palpable. The pt was transferred to pacu, where the lack of pulses was again noted. Compartment syndrome testing and doppler evaluation of the limb were performed. The fluid appeared to have been spontaneously absorbed and color, pulses, and sensation returned to normal. The pt was transferred for overnight hosp observation.